Manufacturer narrative:
The customer¿s report of a propofol over-infusion was not confirmed. Physical inspection noted the pump to be in overall fair condition. The IV tubing set was inspected and no anomalies were observed. Analysis of the pcu event log shows that on 7/26/2015 at 10:44pm the pump module was programmed to infuse propofol standard 1000mg/100ml at a dose of 5mcg/kg/min, rate of 2.1ml/hr, patient weight of 70kg, and a vtbi of 50ml. The infusion ran from 10:44pm to 11:07pm. During this time, the device alarmed 13 times for flo stop open, 13 times for door open, 16 times for door closed, and 3 times for air-in-line. The flo stop open appeared to be open for a total of 31 seconds before the door closed alarms. In addition, at 10:46:11pm a channel disconnect occurred and the pump was removed from the system. The user confirmed the channel disconnect message at 10:46:15pm. At 10:46:19pm the pump is added back to the system and at 10:46:22pm the user restores the previous programming and restarts the infusion. At 11:07pm the pump is channeled off and the volume recorded as being infused during this period was 0.655ml. The pcu event log cannot determine the starting volume of the fluid container. Rate accuracy testing was performed and the pump was observed to deliver fluid within specification. The IV tubing set was primed and pressurized up to 30psi and no leaks were observed. The root cause was not identified.

Manufacturer narrative:
(Concomitant disposable) 100 ml propofol bottle, MFR/model/lot unknown, therapy date: (B)(6) 2015. The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that a propofol (1000mg/100ml) infusion was programmed for a dose of 5mcg/kg/min and a vtbi of 50ml, and later discovered an empty propofol bottle with air in the IV line. The propofol infusion was discontinued. The customer reported approximately 50ml over-infused into the ventilated patent. The customer reported no patient harm and no medical interventions.